Event description:
It was reported that the issue occurred during a cranial resection procedure.

Manufacturer narrative:
H2: please see section b5 for additional information. H2: please see section d4 for system serial number and complete UDI. H2: please see section h4 for the device manufacture date. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: (B)(4), version #: 2.1.0, ubd: UDI#: h3, h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used in an unknown procedure. It was reported that the system did not recognize all of the dogbone light emitting diodes (leds) on the microscope while it was draped, or undraped. It was noted that the manufacturer representative (rep) reconnected the tracker multiple times without resolution. It was reported that the bracket was undraped and still was intermittently flickering. It showed flickering from the front of the tracker, but not from the sides. There was no impact on patient outcome. Additional information was received. It was reported that the issue occurred intra-operatively. There was no surgical delay.